Event description:
A falsely elevated troponin I result was obtained on patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a negative result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to r1 probe reagent delivery. The customer replaced the r1 probe. The instrument is performing within specifications. No further evaluation of the device is required.